Event description:
It was reported by service report that the fowler was stuck in an elevated position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Result: fowler ball screw.